Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. On an unreported date, pd therapy was discontinued, reported as "had to interrupt dialysis" . No additional information was available.